Manufacturer narrative:
The device was not returned to zoll medical corporation. Instead a zoll field service representative evaluated the device at the customer's site. The customer's report was not replicated or confirmed. The device passed functional testing and was recertified for clinical use. The clinical data and the battery were not available as part of this investigation. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.